Manufacturer narrative:
7/7/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The device was not returned to the MFR for evaluation.

Event description:
The device was used during an lar procedure. Reportedly, the needle tip broke while passing through tissue. The tip was retrieved. The hosp has reported no pt injury occurred.